Event description:
Event description guidant received information that this implantable pacemaker (ipm) was electively explanted. The lead had intermittent loss of capture. The physician capped lead and implanted a new ipm and lead.